Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, 38ncm of primary stability was achieved, the patient presented bone type I, fenestration occurred during surgery and bone graft was executed.